Event description:
It was reported that an infection occurred. As a result, leads were removed. The ins device used for pain therapy was discharged. After removal of the device, the patient's status was reported as recovered with sequela. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.